Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. Prior to this event, the blood glucose levels increased as the pump did not deliver the insulin due to power failures. Then, the patient's blood glucose level decreased acutely to 1,0 mmol/l because the pump delivered all of the insulin at once. An emergency was called, intensive care treatment was provided, but the customer was not admitted to the hospital.